Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were cracks at 11mm from the distal end of the probe. There were scratches around the cracks. The coating of the probe was partially missing. The manufacturing history was reviewed, with no irregularities noted. These types of the probe damage and the missing of the probe coating are most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was damaged and the coating of the probe was missing when the user output the device while contacting with something hard object. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
During a laparoscopic hepatectomy, three thunderbeat devices were used. In the procedure, probe damage error and ptfe pad separation occurred on three devices. The procedure was completed with fourth thunderbeat device. Olympus medical systems corp. (Omsc) received and evaluated the three thunderbeat devices. As a result, omsc found that the coating of the probe of the first thunderbeat device was partially missing on (B)(6) 2017. There was no patient injury reported. This is the report regarding the missing of the probe coating.